Manufacturer narrative:
B3: unknown; no information has been provided to date. D4: model number, catalogue number, serial number, primary di number are unknown. D5: operator of device is unknown. E1: (B)(6) facilty. G2: report source is unknown. FDA premarket submission number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a cadd ms3 pump was alarming occlusion repeatedly. Per reporter, this was the 4th time in 2 days, and reporter stated that subcut sites are not lasting as long as they used to and was causing the occlusion. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed.